Event description:
Caller reported a burned spot on the display of the aviva meter. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.